Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 3 mixed tricuspid regurgitation (tr) for a triclip procedure. During the procedure, whilst trying to position the clip in the anterior-septal (a/s) position, the clip became entangled within the chordae. Troubleshooting was performed unsuccessfully and the clip was deployed with chordae on both the anterior and septal leaflets. After deployment it was identified that the tr worsed. The procedure was discontinued, the final tr was grade 4. There were no clinically significant delays reported.